Manufacturer narrative:
Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. One titan device was received for evaluation. Because quality's examination of the returned components may not conclusively confirm or disprove the report of infection, quality did not perform a microscopic examination. Based on the information provided, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4379989. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. The most likely root cause may be attributed to source(s) other than the device. If additional information is received, quality will re-evaluate this event in accordance with procedures.

Event description:
According to the available information, infection.